Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the insulin pump is stuck in the rewind sequence. Customer's blood glucose level at the time 497mg/dl. Customer was treated with manual injections. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specification. The device passed the displacement test. However, motor error alarm noted during basic occlusion test due to corroded motor assembly. Unable to perform occlusion test, prime test and excessive no delivery test or verify the error alarms due to the motor error alarms. The unit was received with cracked case at the display window corners, reservoir tube, reservoir tube window and battery tube threads, severely scratched lcd window, and broken reservoir tube lip.